Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. Reportedly, the pump was in the allowable operating altitude range. Customer's blood glucose level was 130 mg/dl. A cartridge change was performed resolving the issue.